Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined.  It further warns that damaged equipment should be reported to the manufacturer and inspected.   A notification was sent to hospitals under fsca apr2016 was initiated on may 5th, 2016 to inform clinicians about this issue and to recommend that the connectors on patients' controllers be inspected on a periodic basis to check for the presence of this condition. Users are further instructed to exchange any controllers that are identified with loose connectors. The field action is currently ongoing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report

Event description:
It was reported that the power connector (port 1) became loose on the controller by slipping out of the sealing ring (between connector and housing). The controller was replaced from stock. The patient tolerated the controller exchange without any issues.

Manufacturer narrative:
One controller was returned for evaluation. The reported event (loose component) was confirmed at the bench level. The controller failed visual inspection but passed functional testing. The port 1 connector was found loose from the controller housing with the o-ring gasket displaced although the locknut was tight. Loose connectors are currently being investigated. As a result of this finding, the controller was found out of specifications. The most likely root cause of the reported event can be attributed to a shift in the manufacturing process. The manufacturer has an open internal investigation to evaluate the loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.